Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062918. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Gastrointestinal ulcer is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2024, a patient in spain underwent a procedure for the replacement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. During the replacement of tubes, a distal knot of the tube was observed, and a small ulcer in the pylorus was found due to decubitus of the tubes. The ulcer was healing. New tubes were correctly placed, and pantoprazole was prescribed every 12 hours. In 8 weeks, a gastroscopy will be done to assess.